Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) called to discuss issue with impedance issues seen on contact 10c where values were showing over <(> <<)>5000 ohms. Rep met with patient (pt) on friday, 19-may-2023 and determined that there was a high impedance on contact 10c which is the contact pt is using. Programming is: 1.9ma, 150pw, 80hz but with oor which limits settings to 1.6ma. Extensive x-rays did not show any issues or concerns at this time. Rep set pt up with a new group programmed using 9c and another group with options. Pt will be seen by healthcare provider (hcp) in a couple of weeks for intensive programming and evaluation at that time. No symptoms reported.  Additional information was received from the manufacturer representative (rep). The rep stated they already reported the information in a separate file. The cause was unknown. Actions taken were unknown. The issue was not resolved.